Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt some sensations around the implant site and presented in an emergency room. Upon review of stored electrograms, noise resulting in oversensing was noted on the right atrial lead. Several different isometric movements were performed and noise was unable to be reproduced during isometric movements. Threshold testing of atrial and ventricular leads were normal. Programming changes were not made, and the lead remains implanted. It was suspected that the sensations experienced by patient could have been due to atrial noise, but it is unknown if the patient was symptomatic with oversensing. The patient was in stable condition during and post interrogation.